Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that the implantable neurostimulator (ins) pocket in the left subclavicular area was infected. Surgical intervention was done in july and an infection arose. The patient felt fine and they were receiving therapeutic benefit. There was no return of symptoms. The patient suffered from tourette's syndrome. The issue was not resolved at the time of this report and the patient planned to go to another hospital to get another medical opinion.